Event description:
The report stated that during a radio frequency ablation procedure, there was a water leak at the junction of the needle electrode knob and cord. Also there was no power output. There was no pt injury.

Manufacturer narrative:
Date of initial report: 04/25/2008. The incident sample was not returned for evaluation therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.